Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed. The a and b cable was pulled out of strain relief. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
Upon investigation, belt was unable to cannot run detect and treating.